Event description:
It was reported that the customer had an a44 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the alarm did not occur during the rewind/prime sequence. The patient was advised to clear the alarming using esc/act, disconnect and remove reservoir from the insulin pump. The customer was assisted in performing a self test and test passed. The customer was advised to monitor insulin pump and call back if he has any issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.